Manufacturer narrative:
Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic with low voltage alarms over a 3 day span. The patient told the clinic they think there is an issue with the connection of their system controller black power cable to the battery clip. The clinic looked at the cable connections and all appears to be fine but the battery clip was cracked. Log files were submitted for review and captured no external power events on (B)(6) 2024 and (B)(6) 2024 while connected to mobile power unit (mpu) power.

Manufacturer narrative:
Section a2: corrected. Section g4, PMA/510(k) #: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 7 days (30apr2024 ¿ 07may2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. A no external power alarm was observed on 02may2024 while the mobile power unit (mpu) was in use. This alarm appeared to have been caused by a loss of ac power, as the voltage in both cables steadily decreased. The alarm resolved within a few seconds of activation when power was restored to the system. Power cable disconnect/low voltage hazard alarms were also observed on 07may2024 which were caused by a similar loss of ac power condition; however, these alarms resolved when power was restored to the system before a ¿no external power¿ alarm became active. No other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.